Event description:
Intrauterine pressure catheter (iupc) placed by doctor (md) at 1715, registered nurse (rn) tried three different cables, with no success for iupc reading right. Rn replaced iupc at 1733 and attached cable. Iupc started reading right after iupc was replaced. Koala external, ref (reorder number) ipc-5000e, lot # 190317. Date of manufacture 2019-03-25, use by date 2021-03-25. Iupc inserted without difficulty per md. Charge nurse involved in situation- 3 cables attempted for proper tracing without success. Canm aware of situation and advised to change to new iupc placement, which was performed and successful.